Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, dilatation catheter: 4.0x10 mm nc ryugen. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified lesion in the proximal left anterior descending (lad) coronary artery. Pre-dilatation was performed using a 2.5x10mm non-abbott balloon dilatation catheter (bdc). A 4.0x18mm xience prime rx stent delivery system was then advanced to the lesion and the stent was deployed at 10 atmospheres. The stent was post-dilated with a 4.0x10mm non-abbott bdc. After post-dilatation, an edge dissection was noted at the proximal end of the stent. A 4.0x15mm xience prime stent was successfully implanted to treat the dissection. There was no patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.